Event description:
The patient reported that at least six of their v-go 40 devices fell off. The patient stated that they used alcohol before applying the v-go devices and they will not stay on their skin. It was reported that no devices are available to be returned to the manufacturer for evaluation.